Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: samples received: (B)(4) unopened racepacks. Analysis and results: there are no previous complaints of the same reference-batch. There are (B)(4) units in stock. Sewing test on artificial skin tissue has been conducted with the closed samples received and fraying does not appear when pulling the thread through the tissue. Visual appearance is the usual one. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Remarks: as indicated in the note/precautionary measures from the instructions for use of the product: "when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders". Final conclusion: complaint is not justified. Although the visual appearance before and after sewing test of the samples received is the usual one, fraying does not appear, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product: based on the conclusion derived from investigation, it is not required to take actions in distributed product. A credit note for two boxes of product as a quality courtesy will be issued. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). The thread is fraying.